Manufacturer narrative:
Date of event: this is an estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 3006705815-2021-01694. It was reported that the patient was experiencing ineffective stimulation due to a fractured lead. In turn, surgical intervention was undertaken wherein the fractured lead was explanted and replaced no (B)(6) 2021. Optimal therapy was restored post-op. It is unknown which lead was fractured so both are being reported.

Manufacturer narrative:
The reported event of break/fracture/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected while in vivo.